Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and tandem-provided usb cable. Reportedly, the customer was able to successfully charge the pump using new tandem-provided usb charging cable and new tandem-provided wall power adapter. There was no adverse impact to the customer¿s blood glucose value.